Manufacturer narrative:
The sample has been returned to arrow. Co's examination of the returned sample indicates that the damage was caused by a puncture, probably induced during use. The product insertion instructions warn against allowing sharp instruments to come in contact with the balloon or catheter surfaces.

Event description:
The insertion of the iab proceeded without difficulty. When the pump was turned on there was a leakage alarm, and blood was noted in the catheter tubing. The iab was removed without any complications.